Manufacturer narrative:
(B)(6). Please note that per additional information, the instrument is being used at customer site with no further issues. An investigation was performed using the material number of the reagent kit and no product problem was identified. Based on available information, the data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) alleged false positive influenza a and influenza b results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Initially the patient sample generated an invalid sars-cov-2 along with a positive result for both influenza a and influenza b. The same sample was then retested on another instrument, which was negative for all three targets. The positive results were not reported out to the treating physician/patient. Please note that there is no information available on specimen collection. An investigation was conducted to evaluate the customer issue. Based on the data provided a product problem was not identified.